Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical italy for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing and troubleshoot testing without duplicating the report. An internal inspection of the device found no discrepancies. The rcs and usb were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.